Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump battery was not lasting, the battery cap metal piece came off, no delivery alarms, a grinding noise during rewind, and a tear was observed on the bottom of the pump. The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-332a, mmt-1880l. Troubleshooting was initiated for the insulin flow blocked alarm, and it was identified that the issue was a past event. No harm requiring medical intervention was reported. No product return is required for mmt-397a, mmt-332a, mmt-1880l.

Manufacturer narrative:
P-cap locked in place properly during testing. No battery cap damage was noted. Unit was successfully downloaded using thump software. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 33.0 received the lowbatteryalert (104) on 12/06/2025 18:22:00 after more than 7 days at 36.06 days. Battery cycle 32.0 received the lowbatteryalert (104) on 10/31/2025 07:25:00 after more than 7 days at 36.58 days. Battery cycle 31.0 received the lowbatteryalert (104) on 09/24/2025 07:35:00 after more than 7 days at 35.55 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the customer¿s call. The adapt tool revealed no alarms to confirm any rewind or delivery anomalies. During testing, no relevant alarms were noted. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Unit also passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump was received with normal operating currents. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies noted. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations of battery lasts less than expected were not confirmed when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Customer allegations of battery cap damage were not confirmed when no damages were noted to the original battery cap that came with the unit. Allegations of no delivery alarms and rewind anomaly were not confirmed when no unexpected alarms were noted during testing and unit was able to rewind successfully. However, customer allegations of cosmetic damage were confirmed when scratched case was noted. Overall, unit tested successfully and functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.